Event description:
It was reported that multiple episodes of inappropriate automatic mode switch due to far r-wave oversensing were observed via remote transmission. Programming changes were made. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.